Event description:
Procedure type: sleeve gastrectomy. According to the reporter: this device auto articulated during a case. The surgeon stated he articulated the device to the left it stopped and auto articulated to center. After a few seconds it auto articulated to the left and back to center. At that time he stated he closed the device and another idrive was used. The silver toggle also is sticking and not rotating back to center. Current patient status: discharged from hospital. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Reinforcement material was used (seamguard).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).